Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the bipolar energy was not working. Prior to calling in, the staff had swapped to the second bipolar port, and installed a backup force bipolar instrument and energy cord with no change. The staff power cycled the integrated electrosurgical unit erbe (erbe) generator with no change. The reporter explained the generator was making a sound like energy is being applied but no energy was being delivered to the instrument tips. The reporter verified the bipolar energy port was reflecting as the instrument was installed on universal surgical manipulator (usm) 2 and the connection was aligned with the indentation up. The staff did not have a force triad generator to provide the bipolar energy. The staff completed the procedure while on with the tse. The procedure was completed with no reported injury. Isi followed up with the da vinci coordinator and obtained the following additional information: the da vinci coordinator stated that the procedure was completed using the same integrated electrosurgical unit erbe (erbe) generator and the same vision side cart (vsc). The procedure was done using the monopolar port of the erbe.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc.(isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported problem and replaced the integrated electrosurgical unit erbe (erbe) generator to correct the issue with bipolar energy. The system was tested and verified as ready for use. Isi did receive the erbe generator and performed the failure analysis. The erbe was received as a defective field-replaceable unit. During testing, the m-35 error was generated. The erbe will be sent to original equipment manufacturer (OEM) for repair. The complaint regarding energy issues was confirmed by failure analysis and field evaluation, which indicates that the device did contribute to the customer-reported issue.